Manufacturer narrative:
Not reported lot number. Only limited information was reported. No patient related data, no sample or photo and no batch number was available.

Event description:
A patient in france had a gam cath 1325 vascular access catheter inserted. Two days later, it is reported the catheter's internal luer was obstructed at the level of the clamps and had to be replaced.